Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 10 days after the sensor was inserted into the abdomen. The patient generally ¿wasn¿t feeling good¿. While at home, the cgm reading was 134 mg/dl, there was no bg meter reading done for comparison. The patient self-treated with "consuming sugar" but also went to the emergency room (ER) due to the inaccuracy. The patient drove himself to the ER, where his bg reading was found to be 900mg/dl (no cgm value was available then for comparison). The patient was treated with IV insulin due to hyperglycemia. The patient reported glucose was administered at some point as well (most likely administering IV insulin and glucose at varying times to stabilize his bgs). The patient was discharged from the ER after a few hours. Patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.